Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, approach not provided. Technique/tools: direct traction. Pt experienced pneumothorax resulting in surgical intervention and requiring a prolonged hosp stay.